Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. On (B)(6) 2020, a re-do avr was performed and the trifecta valve was explanted. Upon explant, a tear was confirmed on the right coronary cusp (rcc) and the left coronary cusp (lcc) stent posts. No calcification was observed. A new competitor's inspiris resilia aortic valve (manufacturer: edwards lifesciences) was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: d9, h6, h10 the tear seen at explant was confirmed. Leaflets 2 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of all three leaflets and focally on the outflow surface of leaflet 2. The stent ring was slightly deformed and stent post 1 was twisted. As the device was explanted, when the damage occurred could not be conclusively determined. No acute inflammation or significant calcifications were present. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow and the outflow of leaflet 2 had the potential to increase stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which can lead to leaflet tears and reduced durability.